Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) device registry, patient site ID: (B)(6) (r1011361401). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for implant. Post-procedure, patient experienced biventricular pump failure. Extracorporeal membrane oxygenation (ECMO) was implanted, and patient was transferred to intensive care unit. ECMO was explanted on post-operative day (pod) 2 following hemodynamic stability. On (B)(6) 2026, patient experienced post-operative atrial fibrillation and delayed recovery from anesthesia. Computed tomography showed no evidence of acute ischemia. On (B)(6) 2026, patient experienced right-sided hematothorax. Patient received blood transfusion on (B)(6) 2026. Reoperation for hematoma evacuation was performed on (B)(6) 2026.